Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found dust/dirt contamination on the flip lid locking mechanism, outside of the blower box, outlet iso port of the humidifier, and on the air inlet of the motor. Slight black contamination found at the blower seal of the blower box, and it is consistent with the keratin contamination. Dust/dirt contamination found around the heater plate. The manufacturer also found presence of water ingress in the blower box and blower. The manufacturer found there was evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of keratin, dust, dirt, black contamination found were external to the device and water ingress consistent with blower and blower box. The manufacturer concludes there was evidence of sound abatement foam degradation. Humidifier dsxhcp (sn (B)(6)).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.